Manufacturer narrative:
In response to FDA report number: mw5101286. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: ¿swollen lymph nodes¿, ¿stabbing pain in chest¿, ¿chronic inflammation¿ ¿extreme fatigue¿, ¿muscle weakness¿, ¿joint pain¿, ¿brain fog¿, ¿hair loss¿, ¿dry skin/eyes/mouth/hair¿, ¿weight gain¿, ¿temperature intolerance¿, ¿low libido¿, ¿night sweats¿, ¿hormone imbalances¿, ¿adrenal fatigue¿, ¿tingling/numbness in arms/legs¿, ¿cold hands/feet¿, ¿muscle twitching¿, ¿dehydration¿, ¿photosensitivity¿, ¿nail cracking¿, ¿decline in vision¿, ¿exercise intolerance¿, ¿kidney and liver issues¿, ¿digestive issues¿, ¿food and chemical allergies¿, ¿frequent illness¿, ¿suicidal thoughts¿, ¿oral thrush¿, ¿ringing in ears¿, ¿general feeling like I was dying on a daily basis¿, ¿vertigo¿, ¿symptoms of fibromyalgia¿, ¿depression¿, ¿symptoms of lyme¿s/mold exposure¿, and ¿autoimmune issues (ra & lupus)¿.

Event description:
Patient reported ¿swollen lymph nodes¿, ¿stabbing pain in chest¿, and ¿chronic inflammation.¿ patient additionally reported ¿extreme fatigue¿, ¿muscle weakness¿, ¿joint pain¿, ¿brain fog¿, ¿hair loss¿, ¿dry skin/eyes/mouth/hair¿, ¿weight gain¿, ¿temperature intolerance¿, ¿low libido¿, ¿night sweats¿, ¿hormone imbalances¿, ¿adrenal fatigue¿, ¿tingling/numbness in arms/legs¿, ¿cold hands/feet¿, ¿muscle twitching¿, ¿dehydration¿, ¿photosensitivity¿, ¿nail cracking¿, ¿decline in vision¿, ¿exercise intolerance¿, ¿kidney and liver issues¿, ¿digestive issues¿, ¿food and chemical allergies¿, ¿frequent illness¿, ¿suicidal thoughts¿, ¿oral thrush¿, ¿ringing in ears¿, ¿general feeling like I was dying on a daily basis¿, ¿vertigo¿, ¿symptoms of fibromyalgia¿, ¿depression¿, ¿symptoms of lyme¿s/mold exposure¿, and ¿autoimmune issues (ra & lupus)¿; these events are not device related. Device has been explanted. This represents an unknown side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported ¿swollen lymph nodes¿, ¿stabbing pain in chest¿, and ¿chronic inflammation.¿ patient additionally reported ¿extreme fatigue¿, ¿muscle weakness¿, ¿joint pain¿, ¿brain fog¿, ¿hair loss¿, ¿dry skin/eyes/mouth/hair¿, ¿weight gain¿, ¿temperature intolerance¿, ¿low libido¿, ¿night sweats¿, ¿hormone imbalances¿, ¿adrenal fatigue¿, ¿tingling/numbness in arms/legs¿, ¿cold hands/feet¿, ¿muscle twitching¿, ¿dehydration¿, ¿photosensitivity¿, ¿nail cracking¿, ¿decline in vision¿, ¿exercise intolerance¿, ¿kidney and liver issues¿, ¿digestive issues¿, ¿food and chemical allergies¿, ¿frequent illness¿, ¿suicidal thoughts¿, ¿oral thrush¿, ¿ringing in ears¿, ¿general feeling like I was dying on a daily basis¿, ¿vertigo¿, ¿symptoms of fibromyalgia¿, ¿depression¿, ¿symptoms of lyme¿s/mold exposure¿, and ¿autoimmune issues (ra & lupus)¿; these events are not device related. Device has been explanted. This represents an unknown side.